Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device service required prompt.

Manufacturer narrative:
Exemption number e2015058. Routine testing confirmed that the pad-pak was first was installed by the customer on the 10th june 2014 and performed self-tests, up to the (B)(6) 2016. Temperatures are recorded below the recommended minimum standby temperature. The device failed several self-tests due to a low battery on the (B)(6) 2016. The device records multiple manual fails containing nosensical dates after the (B)(6) 2016 due to a real time clock error. On receipt the pad clock was failing to increment and displayed a nonsensical date and time. This would confirm the rtc error showen in the history log. Investigation found the fault can be attributed to membrane failure due to adverse storage. Corrosion was observed on the membrane tailo indicating the device had been stored in adverse conditions. This corrosion resulted in an excess current drain and the red status led incorrectly illuminating in time with the left pad placement led. The coin cell was measured and found to be almost completely depleted. This would account for the pad clock failing to increment and the nonsensical time and date displayed in the memory log. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.